Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No anomaly involving display ramping on its own was noted. The device was also received with minor scratches on the lcd window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called and reported that the buttons on the insulin pump were continuously scrolling. The customer's blood glucose was 117 mg/dl. No significant events leading to the keypad issues were recalled. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.